Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a shoulder surgery, the "1,8mm qfix anchor" was being inserted for a biceps tenodesis, the hole was drilled, the anchor deployed the suture ball and then the drill guide was removed. However, when the surgeon pulled on both arms of the qfix suture to ascertain fixation; the suture has come away from the sub cortical suture ball and broke into the middle where it attaches to the suture ball. As a result, the suture ball and the intact loop were left fixed subcortically. The procedure was successfully completed without significant delay using the same device. No further complications were reported. The patient current status is unknown, but was discharged from the hospital. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) excessive force. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.